Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. Date of follow-up: (B)(6) 2016. One used lf1537 ligasure device was received for evaluation. Examination of the returned sample could not confirm the reported issue. Visual inspection found no residual tissue in the jaws and minimal eschar. Mechanical testing confirmed that the jaws opened and closed without issue when using the handle. The investigation found the device to function normally and within specifications. Review of the device history records for this lot found no potentially contributing entries, and no trend is associated with this issue.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device jaws could not be re-opened while applied to tissue. The jaws were removed with no injury to the patient.